Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The patient was unable to reset the pump at the time and was instructed to call back once able to perform the reset.